Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was attributed to water ingress. Our evaluation found internal water damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was scrapped. Analysis of reports of this type has not identified an increase in trend.